Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4). A portion of the catheter was returned. Analysis of the returned portion revealed that the most distal end of the catheter segment had a slight jagged look to it along with a slightly oval shape when viewed in cross section. This indicated the catheter was compressed at this area and most likely broke at this point.

Event description:
Additional information later reported a pocket revision was scheduled. The patient recently had a catheter revision and an 8780 catheter was placed. Per the reporter at the end of the incision at the pump pocket was a small hole and the pump could be seen through the incision. The patient reported the incision never healed right since the catheter revision.

Event description:
Additional information later reported there were no patient symptoms and no cause was determined as to why the incision from the catheter revision would not heal. It was indicated the pump revision surgery had been performed/scheduled. The patient was noted to be ¿fine¿ and receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient experienced pain. A break in the catheter was located at the anchor site and the catheter was successfully revised. The patient was reported as alive without injury or adverse event. This device system delivered infumorph.